Event description:
Olympus technical support engineer was informed by the biomedical technician at the user facility that grey connector inside the customer automatic endoscope reprocessor basin is broken and the spring came out. The customer reported problem was found at reprocessing. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The olympus field service engineer (fse) was dispatched to the user facility. The fse replaced the broken basin connector, repaired the equipment and verified according to original equipment manufacturer instructions. The software attributes have been verified and confirmed. Additionally, the covers of the oer-pro were not removed; therefore an electrical safety check was not required. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.